Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2015 with a lactate dehydrogenase level of 827 u/l and a plasma free hemoglobin level of 23.7 g/dl. The patient had been taking aspirin and dipyridamole. Upon admission the patient was administered IV heparin and later was placed on integrilin. The patient had suspected pump thrombus and was upgraded to status 1a on the transplant list. The patient was transplanted on (B)(6) 2015.

Manufacturer narrative:
The patient was first implanted with an lvad on (B)(6) 2013 and received a pump exchange on (B)(6) 2015. The pump exchange was reported under medwatch MFR# 2916596-2015-00700. Approximate age of device ¿ 44 days. Device evaluation: the report of pump thrombus and hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of the pump, tissue-like depositions were found lodged between the blades of the outlet stator. The depositions had been exposed to a fixative agent. The depositions lacked laminated layering, which suggests that they did not originate in the outlet stator and developed in another location. Although their origins and a duration of time for which they were present in the pump cannot be conclusively determined through this evaluation, the areas of denaturation present on the depositions as well as the contact marks noted on the outlet portion of the rotor indicate that they were present while the pump was operating. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path through the outlet stator and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists hemolysis and thrombus as potential adverse effects associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.